Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user states the right front wheel has three spokes. From information gathered, contacted the originator of the complaint, who stated that the right front wheel had three broken spokes.